Manufacturer narrative:
The user facility was provided with a replacement head rest. Contrary to the initial MDR, the head rest has not been returned to steris for evaluation. The head rest was removed from service and evaluated by the steris service technician onsite at the user facility. The technician provided pictures of the head rest to steris quality for evaluation. The evaluation concluded that an excessive amount of loctite was applied during the assembly process of the head rest. This can cause loctite to be present in the gear grooves, not allowing the locking mechanism (pawl) to be fully seated within the gear. In some cases, partial seating could occur; additional/incidental movement of the patient's head or by contact of the head rest from user facility personnel could cause the pawl to come out of the gear. Assembly staff were re-trained on the proper application of the loctite. Additionally, all current on-hand inventory was inspected. Steris has confirmed the reported issue. Steris initiated a recall of affected head rests on 11/28/2023.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the dual articulating headrest assembly and confirmed the reported issue. The user facility will be provided with a replacement headrest. The headrest subject of the reported event was returned to steris for evaluation. The evaluation concluded that an excessive amount of loctite was applied during the assembly process of the headrest. As a result, there was resistance within the locking mechanism causing it to not properly lock into place. Assembly staff were re-trained on the proper application of the loctite. Additionally, all current inventory was inspected. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their dual articulating headrest assembly would not lock into position. The procedure was completed successfully with another headrest assembly. No report of injury.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.